Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint of "broken cable". The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause of this failure is attributed to a component failure and is related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for part 470207-10/n10200413-0079 associated with this event has been performed. Per logs, the tenaculum forceps was last used on (B)(6) 2021 on system sk3265, with 5 uses remaining. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps was found to have a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the correct event date was clarified and no other details about the event were provided. Patient-related information was not available.